Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated invalid/missing ahr (atrial high rate) diagnostics.

Event description:
It was reported that two atrial high rate episodes had occurred since the patient's last follow-up, but trend, egm (electrogram), and additional data were not available. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407645 lead, implanted: (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.